Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data for distal end detachment, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, and mechanical problems such as leakage or seal deformation without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Additionally, a corrosion residue foreign material was confirmed. Based on the results of the investigation, olympus confirmed foreign material came off of the device, but the definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service engineer indicated that the light guide lens had corrosion and due to the adhesive peeling at the distal end, the distal end was not secured. There was no patient involvement.